Event description:
During the routine removal of a flexible humeral nail, nail would not pull out easily. When the nail was finally removed, the pt's humerus broke. Upon examination after the removal, it appears there was an ingrowth of tissue to the tension block of the nail.